Event description:
It was reported that the ultrasound operator experienced an electrical shock while attempting to connect the main plug of the ultrasound system to the wall outlet. Operator complained of numbness to their hand and was examined in the emergency room, but there is no report of medical treatment.